Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. After receiving information and guidance from technical support, the pump was reset successfully, and the malfunction did not occur again. The customer was advised to continue using the pump and to report any recurrence of the malfunction code.